Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2009 and performed to specification up to (B)(6) 2012. The device failed a self-test due to a low battery on (B)(6) 2012 and remained in fault mode until (B)(6) 2012 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The device records manual power ups of less than one minute duration on (B)(6) 2016, this may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turning the device off via the on/off button then by removed the pad-pak to power off the device. No further log entries were recorded prior to receipt at heartsine. Investigation was unable to replicate the reported fault. There were no ten minute time outs recorded however the one minute time outs may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.